Manufacturer narrative:
The device history record review was not completed as a lot number was not provided. The unit will not be returned and diagnostic logs were not provided. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The following are additional product codes for this device dqk, qaq, mud, dxn, dsb, qms, fll.

Event description:
It was reported that the hem1 had an inaccurate transmission. The bedside monitor was showing 20 mmhg higher than the actual blood pressure on the hemosphere. The rep rezeroed the hem1 and it transmitted and it matched to the bedside. There will be no product return or logs provided per the rep. This was during use. There is no patient injury. Patient demographics were unavailable.